Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database for the product code did not identify a trend. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for correction action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Sdi tip broke off into head of nlss. Surgeon cut out set screw and placed another one. Surgeon left inferior posterior peg hole empty, unable to seat "pte" in plate. This caused a 20-min surgical delay.